Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and determined that the mpd (main power distribution unit) control board had blown after a prior replacement. The mpd control board was replaced and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. The issue was found outside of clinical use. No harm has been reported to philips.